Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 518 mg/dl. It was reported that insulin pump was not delivering basal or bolus and blood glucose elevated to 600 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization and was released after five hours. Troubleshooting was performed and insulin pump failed high pressure test twice. Insulin pump would need to be replaced.